Manufacturer narrative:
It was reported that a patient underwent an paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a reworded for hemostatic valve separation issue occurred. The biosense webster inc. (Bwi) product analysis lab received pictures from the customer. According to pictures provided by customer, the hemostatic valve was observed pushed inside the luer hub. The product investigational analysis completed 3/9/2020. The device was inspected and the visual analysis revealed that the hemostatic valve was pushed into the hub. The friction ring appeared with no damage and was observed still in place. A manufacturing record evaluation was performed and no internal actions were identified. Customer complaint was confirmed. The root cause of the valve separation could be related to the procedure. However this cannot be conclusively determined. Manufacture reference no: pc-(B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, the bwi pal observed that hemostatic valve appears dislodged inside of hub. Friction ring and brim cap remain intact. These findings coincide with what was initially reported. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an paroxysmal atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, and a reworded for hemostatic valve separation issue occurred. During the procedure there was noise on the body surface (bs) electrocardiogram (ECG) lead v3 on both carto 3 and electrophysiology recording systems. The patient was re-prepped without resolution, the bs ECG-in cable was exchanged and the noise resolved. There was no report of patient consequence. Also reported, during device prep, prior to patient use the vizigo sheath hemostatic valve was pushed into the lumen of the sheath when the dilator was advanced. The entire (white flexible piece)/ hemostatic valve pushed into the hub of the sheath (transparent portion, not into the sheath handle). The entire valve was visible within the hub. The sheath was exchanged to continue the case successfully. There was no report of patient consequence. The observed hemostatic valve separation issue has been assessed as an MDR reportable malfunction.